Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received a no delivery alarm during a manual prime, which was resolved by an infusion set change. The customer did not wish to return the reservoir for analysis. His blood glucose was not known, but his most recent blood glucose had been 97 mg/dl. The customer was not able to troubleshoot at the time. Nothing further was reported.